Event description:
It was reported during a laparoscopic cholectstectomy while using a 355l trocar the white ring attached to the flapper valve dislodged from the trocar and fell into the pt. When retrieving the ring it became stuck in the trocar. They removed the trocar with the ring lodged in it since it was the end of the case. There were three 355l trocars used on this case and they were unsure which trocar had the ring lodged in it thus, they are returning all three devices. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49641. Ees #.981124/j. D6: device returned with no lot identification. Endopath disposable surgical trocar: based upon the inquiry info received, visual examination and functional test, no conclusion could be reached as to how the reported event by the surgeon had occurred. Three instruments were received in good physical condition with the inner gasket in their original positions. The devices were tested and no deformity could be found.